Event description:
It was reported that the patient presented to the hospital for an explant procedure on (B)(6) 2025. The patient's chronic right atrial (ra) lead was explanted and replaced for an unknown reason. During the same procedure, the new ra lead was not used and replaced for an unknown reason. The patient was in stable condition.